Event description:
It was reported that the patient complained that the device was 'not working right,' and was 'skipping beats' and 'accelerating the heart rate too fast.' Follow up was attempted to obtain additional information, but was unsuccessful. It was further reported that the issues regarding the 'skipped beats' were determined not to be related to the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained that the device was 'not working right,' and was 'skipping beats' and 'accelerating the heart rate to fast.' Follow up was attempted to obtain additional information, but was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.